Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a patient with a 29mm mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, 8 months due to stenosis. The patient presented with hf and sob. The tmvr was performed with a 29mm transcatheter valve. The patient expired on pod #17.

Manufacturer narrative:
This report is a duplicate of MDR report number 2015691-2022-10226. Refer to 2015691-2022-10226 for all information related to this event.

Event description:
Through investigation it was learned this is a duplicate event reported.